Event description:
As per the report received through clasp ii tr study from canada, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred. The device was implanted in posterior-septal position and detached from the septal side. The procedure was completed with a second device implanted. The initial tricuspid regurgitation (tr) grade was severe, and it was moderate at discharge on same day of procedure. Approximately two years after procedure, the patient was readmitted to pneumonia, and tr grade was assessed as severe. No reintervention has been planned yet.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.